Manufacturer narrative:
Continuation of d10: product ID: b3300542m, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: lead, product ID: b3300542, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: lead, product ID: b3400060, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: extension, product ID: b3400060m, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional details about previously reported infection provided. There is substantial drainage of pus from the area of the head where exploratory surgery was completed, they were directed to emergency room for additional care. They had multiple drainage procedures and entire system was eventually explanted. Cultures returned with positive for mycobacterium abscesses. Patient spent 16 days in the hospital. Treated with multiple antibiotics. Current location of devices is unknown.

Event description:
Additional information was received adding that there was substantial drainage of pus from the area of the head where exploratory surgery was completed. The device were sent to the hospital laboratory for testing and it was found that the entire dbs system was in ntb mycobacterium abscesses. The patient spent 16 days in the hospital. Treated with multiple antibiotics intravenously and orally. The patient indicated that 3 medical experts have confirmed that the dbs was infected upon installation/the manufacturer supplied a contaminated device for installation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed redness around the incision site following implantation, with the infection near but not within the incision. Hospital cleanliness may have contributed to the issue. The surgeon took wound cultures and found a rare microbial infection. Multiple wound wash-outs were performed to prevent the infection from spreading, and the patient was treated with antibiotics. Despite these interventions, there was concern that the infection could spread to the hardware and brain, so the system was removed on 10/7. The issue has been resolved, and no further information is available from the healthcare professional.